Event description:
Ous- pt disconnected pk175 from edp 30/b and went into immediate asystole. This was reversed by the medical team present with no further complication. Pt was on a ward and considered mobile, therefore was encouraged by nursing staff to disconnect own monitor leads when going to the toilet or leaving the ward. Another pt witnessed the pt fiddling with the device immediately prior to the incident. Edp was found to be faultless and therefore returned into general circulation by the customer. No serial number was recorded. The pk 175 was purchased on 07/06/2005 and sterilized by autoclave 44 times. This lead is being held by the customer until such a time that the mhra allow release of the lead for testing. This incident has been reported to the mhra (ref # 2006/008/008/401/010).

Manufacturer narrative:
Ous-this is an oral complaint, ie: the devices were not available for analysis. Therefore the quality documents accompanying these particular devices and also the production lot have been re-investigated. There was no sign of any inconsistency during production and final acceptance test of these devices and the product lot. For further analysis the devices and accessories should be made available to biotronik. According to the complaint the external pacemaker edp 30/b was found to be faultless. Obviously the system, consisting of edp 30/b and the cable pk 175, was operating as specified until the moment the pt disconnected the cable from the pacemaker. This disconnection was the root cause of the asystole mentioned in the complaint. The connection between pacemaker and cable has been designed to be able to disconnect with certain force by releasing the latching system. Therefore one cannot disconnect the cable from the external pacemaker by just pulling at the cable. The connection between cable and leads has been designed to be usable with multiple lead designs. Thus, a variable clamping technology has been established. To clamp and release this connection a screwing mechanism has to be utilized intentionally. All connections are not easily disconnected. Ie: by accident.